Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after several hours of intra-aortic balloon (iab) therapy, the bottom third of the iab did not inflate. The patient was reported to be tachycardic with a heart rate in the 160s. The customer reported that they watched as the iab was prepped and felt that all was done correctly with the "negative" pull on the membrane. They were not sure if the one way valve was left in place after the prep, or removed along with the syringe. They said that the patient is heparinized and asked if it was okay to leave the iab as it was as long as the patient had heparin. The getinge representative recommended that per the IFU an iab that was not fully unfurled could be manually inflated immediately after insertion and did not recommend leaving it. The patient returned to a stable heart rate of 115, with blood pressure in the 90s/50s and a mean arterial pressure of 87. Augmentation was 130, and it was noted that the augmentation control was down four bars. The arterial line waveform was clean and crisp and the iab pressure waveform was slightly "chair like" in formation. It was a bit narrow as expected with a hr at 115. The physician had once again reviewed the film and confirmed that they felt the iab was not fully inflated. They planned to take the patient back to the cath lab to remove the iab and was unsure about replacing it as the patient had improved overall.

Manufacturer narrative:
Additional initial reporter: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).